Event description:
It was reported that the subject device had a hole in the cable, causing damage to the cord. The issue was discovered during an unknown procedure under sedation while the device was outside the patient. The procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.